Event description:
Customer reported a past low blood glucose event with the lowest level displayed as "low," although the specific value was unknown. Cause was not known. The customer consumed carbohydrates to address the low blood glucose and was advised by technical support to consult a healthcare professional to discuss potential factors affecting blood glucose levels, which the customer acknowledged and understood.